Manufacturer narrative:
Update to b5 describe event or problem.

Event description:
It was reported that during an ablation procedure one farawave 31 mm was selected for being used, but there was a leak from the flush port and the luer was cracked. The device was replaced, and the procedure was completed without patient complications. The quantity of the leak was characterized as a slow ooze, but it felt like a slow drip. No air was seen in the patient. The device is not expected to return for laboratory analysis since it was contaminated.

Event description:
It was reported that during an ablation procedure one farawave 31 mm was selected for being used, but there was a leak from the flush port and the luer was cracked. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was contaminated.